Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor issue during priming. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that reservoir leaking when priming and did not alarm when not delivering insulin. Customer stated that motor making noise during rewind, priming and button had delay, press more. The insulin pump will not be returned for analysis.